Event description:
Pump was reported to overinfuse during clinical use. A 250ml bag with 800mg dopamine was set to infuse at a rate of 3ml/hr at 5:30pm. The pump was titrated shortly after to infuse at 4ml/hr and then again at 5ml/hr. At 6:20pm the clinician went to titrate the rate to 6ml/hr when clinician noticed the entire bag had already infused. Reportedly, medical intervention was needed to stabilize the pt, however, what type is unknown. No pt injury was reported.